Event description:
It was reported that on one side of the anastmosis, there was no staple line. The surgeon found loose staples that had not been formed to b shape at all; they had completely straight legs; just on one side of the anastomoses. The part with missing staples was hand sewn. No further complications seen. Hand sutured. Case procedure prolonged 10 minutes.

Manufacturer narrative:
(B)(4) information was not provided by the affiliate. (B)(6).